Manufacturer narrative:
A2-a6) patient(s) information - not available from facility. B6/b7) patient(s) information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, embolization is listed as a potential adverse event with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The manufacturer received formation about an increase in distal emboli after using a spectranetics turbo-elite laser atherectomy catheter, requiring intervention with a boston scientific angiojet thrombectomy system. However, no further information could be obtained from the facility; therefore, two complaints were initiated (MDR #3007284006-2026-00173). This report captures the distal embolism that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.